Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a male patient was on impella cp due to acute myocardial infarction. It was reported that during an ultrasound, mitral valve insufficiency was noted and the pump was found to be positioned towards the mitral valve. Attempts to reposition the pump failed and the decision was made to remove the device. There was no patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical information provided, the root cause of the positioning issue was patient condition since patient had a diseased mitral valve which was causing mitral valve insufficiency.